Event description:
Medtronic received a report that prior to use on a patient, the pilot balloon was not working. There was no patient involvement. The tube was inspected by the sales rep, but nothing abnormal was found.